Event description:
It was reported that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. It was also stated that the insulin pump had an unexpected re-start. The blood glucose reading was unknown. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device was received with broken reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).